Event description:
The event is reported as: complaint description: the applier has a pin/bolt missing. It had fallen into pt during surgery. A cat scan confirmed it's presence. Additional information has been requested, but not received at the time of this report. No reported pt injury or consequence reported.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate. Photo available. Investigation incomplete.